Manufacturer narrative:
Calibration and qc were acceptable. The instrument did not produce any errors. Water conductivity measurements were fine. The sample for patient 1 looked normal and was not hemolyzed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2) on a cobas integra 400 plus. Patient 1 initial result was 275 u/l. The sample was repeated 3 times with results of 162 u/l, 152 u/l and 155 u/l. The result of 152 u/l was reported outside of the laboratory. "A few days" prior to (B)(6) 2022 the field application specialist (fas) found a sample with a small filament of gel. The instrument appeared to work well. After the initial point of contact, the customer provided discrepant results for an additional patient sample: on (B)(6) 2022 patient 2 initial result was 268 u/l. The repeat result was 171 u/l. The ldhi2 reagent lot number was 61994201 with an expiration date of 28-feb-2023.

Manufacturer narrative:
A general product problem can be excluded as calibration and qc were within specification. During the review of the alarm trace, there was a clot detection alarm on (B)(6) 2022 and there were many "no fluid detected" alarms in different positions. The investigation determined the event was due to a pre-analytical handling issue at the customer site.